Event description:
It was reported that the gold broach will not release from the handle. This is an instrument which was used in the surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.